Event description:
The gate box on the ge ventri nuclear camera at hvc devine street malfunctioned and would not permit gating of images for nuclear stress tests. Resulting in no wall motion and ejection fraction information acquired. Ge service, tech support and applications were called; and a new gate box is ordered. The ge field engineer is coming tomorrow to replace. Manufacturer response for camera, ventri nuclear camera (per site reporter) ge service, tech support and applications were called; and a new gate box is ordered.